Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. Aneurysm and vessel morphology from the time of implant were not reported. Currently, the neck diameter measures 27-28mm. The neck has mild calcium as well as minimal angulation. The iliacs are reported to be unremarkable. The right iliac artery measures 14.8mm and the left measures 15.7mm. It was reported that the patient presented emergently with abdominal pain and a CT revealed a proximal type I endoleak. The neck has dilated to 27-28mm in diameter. The patient underwent an open bypass repair and explant. The physician noted that the most proximal edge of the graft was about 5mm from the lowest renal artery. The neck looked to have continued dilation of the infra-renal artery and the neck had minimal angle. Additionally, disease progression was noted to extend proximal to the left renal artery. The physician elected to sew the implant above the left renal artery and the left renal artery was re-implanted. The limbs were endothelialized and while there were no issues with the limbs they were explanted so that the physician could effectively sew the graft in proximally and distally and not sew to the previously placed aneurx stent graft. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
Exact date of implant unknown, year is correct 2005. (B)(4). Evaluation, results: inherent risk of procedure (surgical conversion to open repair, endoleak), patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).